Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was returned with its aluminum pouch. The mesh was contaminated. The textile knitting pattern, the pgla expander and the mesh dimension were found as expected. The collagen film was slightly damaged on the mesh overlap (flaking off and folded). The positioning of the white handle was found as expected while the yarn of the blue handle was found detached from the flap of the mesh. It was reported that the instrument broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the mesh is made of a non-absorbable three-dimensional monofilament polyester textile on one side and an absorbable, continuous and hydrophilic collagen film on the other side. This film is made up of a mix of collagen from porcine origin, polyethylene glycol and glycerol. The film extends beyond the edge of the mesh. A fixation system composed of four (4) flaps made of a dyed green no. 6) bidimensional monofilament polyester textile and two (2) removable handles completes the device. The removable handles are composed of one blue tube, one white tube and nylon yarns. This fixation system and the three-dimensional reinforcement textile are assembled with two (2) dyed (dc violet no. 2) absorbable poly(glycolide-co-l-lactide) (pgla) expanders. In addition, the device also presents two (2) removable handles, a white and a blue one to facilitate side identification, that are attached to the extremity of the flaps to provide a means for proper positioning of the mesh. They are kept extra corporally during the procedure and discarded after the surgery. The two (2) handles (tubes and yarns) have to be removed and discarded after mesh implantation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open umbilical hernia repair, pre-placed suture broke after mesh inserted to into patient. The said mesh was removed and another new mesh was used to resolve the issue. There was no patient injury.